Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that around the incision site it is kind of red, doesn't know if it looks like a bruise. Patient has been on antibiotics. Thinks it started last saturday. The patient went to the healthcare provider (hcp) on monday. No further complications were reported.